Event description:
It was reported that the 9800 system was missing the first five seconds of cine run during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.